Event description:
It was reported that the device would not shock into a stimulator while performing routine tests. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with a quote to evaluate the device, as it is not under warranty. The customer later confirmed that they will not proceed with repairing the device and that it has been removed from service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.